Manufacturer narrative:
This supplemental report was created to correct the entry in b2: outcomes attrib to adv event.

Event description:
It was reported that the patient with this pacemaker was part of a pocket revision due to infection with sepsis. Moreover, the pacemaker was repositioned. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information received indicates that the pacemaker was explanted due to infection. The pacemaker was used as a temporary pacemaker outside of the body connected to an implanted lead until the patient's infection cleared. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
It was reported that the patient with this pacemaker was part of a pocket revision due to infection with sepsis. Moreover, the pacemaker was repositioned. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information received indicates that the pacemaker was explanted due to infection. The pacemaker was used as a temporary pacemaker outside of the body connected to an implanted lead until the patient's infection cleared. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: impact code.

Manufacturer narrative:
This supplemental report was created to correct the entry in b2: outcomes attrib to adv event and h6: device codes.

Event description:
It was reported that the patient with this pacemaker was part of a pocket revision due to infection with sepsis. Moreover, the pacemaker was repositioned. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information received indicates that the pacemaker was explanted due to infection. The pacemaker was used as a temporary pacemaker outside of the body connected to an implanted lead until the patient's infection cleared. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker was part of a pocket revision due to infection with sepsis. Moreover, the pacemaker was repositioned. There were no additional adverse patient effects reported. The pacemaker remains in service.